Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr) and tissue damage requiring surgical repair. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient was previously treated with a surgical annular mitral prosthesis. One clip was successfully implanted, reducing the mr to 1. Several days post implant, a mitral leak [mitral regurgitation] occurred. The physician believes that potentially, a tear occurred due to tension on the valve. On (B)(6) 2018, the patient was treated with mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage and worsening mitral regurgitation (mr) in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions and unrelated to the device since there was no reported device issue/malfunction during the procedure. The reported patient effects of tissue damage and worsening mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.